Event description:
It was reported that the patient presented for implant of the right ventricular lead. The helix was difficult to extend despite being exercised multiple times prior to placement. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clean. The helix was able to extend and retract by with torque applied directly to the connector pin. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clean. The helix was able to extend and retract by with torque applied directly to the connector pin. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.